Event description:
Complaint alleged that the clinician was attempting to cardiovert a pt's (age and gender unknown) heart rhythm, but the device displayed a "defib pad short". The clinician obtained another device and successfully cardioverted the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.